Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Initial reporter phone # populated as +1(000)000-0000 to ensure successful electronic submission of MDR. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving high reading on the adc freestyle libre sensor when compare to reading obtained from an hcp device. No comparative readings were provided however, the customer further reported experiencing a loss of consciousness and was incapable of self-treating. The customer had contact with a healthcare professional diagnosed with hypoglycemia and treated with oral glucose. No further treatment was reported. There was no report of death or permanent injury associated with this event.